Manufacturer narrative:
Additional information has been requested. This report will be updated should further information be received.

Event description:
(B)(4) received information from a field representative that this pacemaker exhibited premature battery depletion (pbd). The field representative contacted (B)(4) technical services (ts) to discuss pacemaker behavior at end of life (eol) and how the autocapture feature and high thresholds may affect device longevity. This pacemaker was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, detailed mechanical and electrical testing was performed on the device. The device battery status was eol. The device functioned normally throughout testing. Laboratory analysis determined that this device experienced normal battery depletion; however, the estimated longevity remaining value appeared to decrease more quickly than expected between routine follow-ups. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any (even slight) changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please note that, despite the drop in estimated longevity remaining, the actual battery condition did not change significantly between follow-ups. In summary, it was determined that this device experienced normal battery depletion, but declared elective replacement time (ert) indicator earlier than previously estimated.